Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was also reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo sheath and when they were removing the catheters at the end of the procedure they saw a "long stringy plastic" come out of the vizigo sheath and also attached to the octaray catheter. The caller stated that the case was completed and no replacements were needed. There was no patient consequence.

Manufacturer narrative:
It was also reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo sheath and when they were removing the catheters at the end of the procedure, they saw a "long stringy plastic" come out of the vizigo sheath and also attached to the octaray catheter. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A device history record review was performed for the finished device 60000817 number, and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).